Manufacturer narrative:
A siemens representative went on site and performed a total service call. Probes, pumps, syringes, tubing and fittings were all checked. Sample probe syringe was replaced. The lumo was inspected and cleaned. Wash station was inspected and port dispenses were checked. Probe alignments were verified. An empty and fill was performed as well as dark counts were checked and a sensor test was performed. No hardware issues found. Daily clean was performed. Thirty replicates of multi-diluent and qc were run. System is operational. Pre-analytic factors cannot be ruled out. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices, for example stat spin of samples can lead to erroneous results. While there is insufficient information to determine the cause of the elevated result, pre-analytic factors leading to fibrin interference as the causative agent cannot be ruled out. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated advia centaur cp troponin ultra (tni-ultra) result that was lower upon repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.